Event description:
Related manufacturer report number: 2017865-2024-36939. During an in clinic follow up, a loss of capture was observed on the device. Technical support was contacted and noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Lead damage was suspected. The device was reprogrammed to resolve the event.